Manufacturer narrative:
Product #1 pi main [pi-2019-0077930-01]. The reported event of infection could not be confirmed. The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's implantable cardioverter defibrillator (ICD) revealed an infection. The ICD was explanted and replaced on (B)(6) 2019. The patient was in unknown condition.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. Correction: h10: field should include the statement: "this MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.", which was not previously reported.